Manufacturer narrative:
Batch record review of the reported lot was performed and no deviations were noted. Chemistry testing on a retained unit was performed; all results were within specification.

Event description:
An optometrist reported that, a female patient experienced swollen eyelids and difficulty breathing following first time use of both complete moistureplus multi-purpose solution and acuvue oasys contact lenses. Per the optometrist's review of the emergency room medical record, the patient was treated with a steroid IV at an emergency room for a suspected allergic reaction to the silicone from her contact lenses. Patient recovered before visiting the optometrist. The optometrist was trying to determine if the reaction was actually due to the patient's contact lenses, or the lens solution. Despite 3 follow-up attempts to the patient, we were unable to obtain authorization to contact the emergency room for further information.